Event description:
It was reported that the product purchased for replacement of the built-in power module battery was considered to be non-conforming due to a wrench and red battery light with a continuous tone alarm.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.